Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired due to cardiogenic shock and aortic insufficiency. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 5, ¿surgical procedures¿, also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Event description:
It was reported that the patient passed away due to cardiogenic shock and aortic insufficiency.